Manufacturer narrative:
The device was not returned for analysis and media inspection confirmed the snapped j-stylet. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported.

Event description:
It was reported that the patient underwent an intracept procedure where the j-stylet was not steering properly due to the patient's hard bone and the procedure was only partially completed at l4/5. During the last vb-s1 sacral vertebra, the j-stylet snapped in half and there were no extra kits available. As a result, the procedure could not be completed properly. There were no patient complications.